Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician stated the flow issues may have been caused by a dissection, but intravenous ultrasound did not confirm a dissection, and this could not be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment via femoral access of a lesion located in the mid left anterior descending artery (lad). The lesion was severely calcified and was 90% stenotic. An impella device was placed prior to the procedure for support measure. Two treatments were administered with the oad. No flow was identified, and the oad was removed. Nitroglycerin was administered, and a small amount of flow was re-established. Balloon angioplasty was performed, followed by stent placement and post-dilation. At this time slow flow was observed, and additional nitroglycerin was administered. Normal flow was restored. The patient remained stable throughout the case, which was considered successful.